Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2017, diagnostic imaging which showed the continued presence of her essure coils. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), migraine ("frequent migraine headaches"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), pelvic discomfort ("discomfort") and complication of device removal ("continued presence of her essure coils on (B)(6) 23, 2017 on imaging"). The patient was treated with surgery (essure remove and underwent a bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, menorrhagia, back pain, dyspareunia, rash, migraine, fatigue, abdominal distension, abnormal weight gain, feeling abnormal, dizziness, pelvic discomfort and complication of device removal outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, complication of device removal, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms on or around (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove her essure coils, but on (B)(6) 2017, plaintiff underwent diagnostic imaging which showed the continued presence of her essure coils. And around (B)(6) 2017, plaintiff underwent surgery to remove her essure coils. Discrepancy: removal date (B)(6) 2017. Plaintiff more than one removal surgery performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event migration was added. Reporter, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there where parts of the right essure device'), fallopian tube perforation ('right essure device that had perforated out of the right tubal segment'), pelvic pain ('increasingly severe pain/ chronic pelvic pain') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2017, diagnostic imaging which showed the continued presence of her essure coils. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), migraine ("frequent migraine headaches"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), pelvic discomfort ("discomfort"), complication of device removal ("continued presence of her essure coils on (B)(6) 2017 on imaging"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (essure, essure remove, essure removed. And underwent a bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, device dislocation, menorrhagia, back pain, dyspareunia, rash, migraine, fatigue, abdominal distension, abnormal weight gain, feeling abnormal, dizziness, pelvic discomfort, complication of device removal, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter provided no causality assessment for device breakage, ovarian cyst and uterine haemorrhage with essure. The reporter considered abdominal distension, abnormal weight gain, back pain, complication of device removal, device dislocation, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms on or around (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove her essure coils, but on (B)(6) 2017, plaintiff underwent diagnostic imaging which showed the continued presence of her essure coils. And around (B)(6) 2017, plaintiff underwent surgery to remove her essure coils. Discrepancy: removal date (B)(6) 2017. Plaintiff more than one removal surgery performed. Essure insertion detail: the left tubal ostium was identified. Essure coils were placed in the left tube, with 4 coils protruding into the endometrial cavity upon deployment. On the contralateral side, the identical procedure was performed. Again, excellent hemostasis was noted, and 4 coils were noted outside the tubal ostium. Removal details: previous tubal removal was seen. There were parts of the right essure device that had perforated out of the right tubal segment. The left essure device appeared to be still in the cornu of the uterus. Uterus was midline. The ovaries appeared normal, although there was a right ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "device breakage, dyspareunia, pelvic pain. Abnormal uterine bleeding and right ovarian cyst". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there where parts of the right essure device'), fallopian tube perforation ('right essure device that had perforated out of the right tubal segment'), pelvic pain ('increasingly severe pain/ chronic pelvic pain') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. E01917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2017, diagnostic imaging which showed the continued presence of her essure coils. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), migraine ("frequent migraine headaches"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), pelvic discomfort ("discomfort"), complication of device removal ("continued presence of her essure coils on (B)(6) 2017 on imaging"), uterine haemorrhage ("abnormal uterine bleeding") and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (essure, essure remove, essure removed. And underwent a bilateral salpingectomy to remove her essure coils). Essure was removed on(B)(6)-2017. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, device dislocation, menorrhagia, back pain, dyspareunia, rash, migraine, fatigue, abdominal distension, abnormal weight gain, feeling abnormal, dizziness, pelvic discomfort, complication of device removal, uterine haemorrhage and ovarian cyst outcome was unknown. The reporter provided no causality assessment for device breakage, ovarian cyst and uterine haemorrhage with essure. The reporter considered abdominal distension, abnormal weight gain, back pain, complication of device removal, device dislocation, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms on or around (B)(6)-2017, plaintiff underwent a bilateral salpingectomy to remove her essure coils, but on (B)(6), 2017, plaintiff underwent diagnostic imaging which showed the continued presence of her essure coils. And around (B)(6)-2017, plaintiff underwent surgery to remove her essure coils. Discrepancy: removal date (B)(6)-2017. Plaintiff more than one removal surgery performed. Essure insertion detail: the left tubal ostium was identified. Essure coils were placed in the left tube, with 4 coils protruding into the endometrial cavity upon deployment. On the contralateral side, the identical procedure was performed. Again, excellent hemostasis was noted, and 4 coils were noted outside the tubal ostium. Removal details: previous tubal removal was seen. There were parts of the right essure device that had perforated out of the right tubal segment. The left essure device appeared to be still in the cornu of the uterus. Uterus was midline. The ovaries appeared normal, although there was a right ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: "device breakage, dyspareunia, pelvic pain.abnormal uterine bleeding and right ovarian cyst". Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Events "device breakage, ovarian cyst and uterine bleeding were added. Essure lot number was added. This case is medically confirmed. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "continued presence of her essure coils on (B)(6) 2017 on imaging". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), migraine ("frequent migraine headaches"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness") and pelvic discomfort ("discomfort"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia, rash, migraine, fatigue, abdominal distension, abnormal weight gain, feeling abnormal, dizziness and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, dizziness, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms on or around (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove her essure coils, but on (B)(6) 2017, plaintiff underwent diagnostic imaging which showed the continued presence of her essure coils. And around (B)(6) 2017, plaintiff underwent surgery to remove her essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on or around (B)(6) 2017, diagnostic imaging which showed the continued presence of her essure coils. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), migraine ("frequent migraine headaches"), fatigue ("fatigue"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), feeling abnormal ("brain fog"), dizziness ("dizziness"), pelvic discomfort ("discomfort") and complication of device removal ("continued presence of her essure coils on (B)(6) 2017 on imaging"). The patient was treated with surgery (essure remove and underwent a bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, menorrhagia, back pain, dyspareunia, rash, migraine, fatigue, abdominal distension, abnormal weight gain, feeling abnormal, dizziness, pelvic discomfort and complication of device removal outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, back pain, complication of device removal, device dislocation, dizziness, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms on or around (B)(6) 2017, plaintiff underwent a bilateral salpingectomy to remove her essure coils, but on (B)(6) 2017, plaintiff underwent diagnostic imaging which showed the continued presence of her essure coils. And around (B)(6) 2017, plaintiff underwent surgery to remove her essure coils. Discrepancy: removal date (B)(6) 2017. Plaintiff more than one removal surgery performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.